Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon applied the stapler to tissue and fired it. The staples and knife blade deployed, but could not, surgeon was unable to re-open the jaws. The staff used an ultrasonic energy source to cut the stapler out of tissue.

Manufacturer narrative:
(B)(4).